Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a cracked screen. The customer reported that there appeared to be fluid underneath the display. The customer confirmed that the insulin pump was occasionally dropped. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.